Event description:
It was observed that during the device evaluation, the subject flex video scope device exhibited an improper color tone of the image. (Image is magenta or green only). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image sensor cable connecting the distal end to the image sensor had become disconnected. We also confirmed that image abnormalities reproduce when stress is applied to the relevant part, such as bending it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.